Event description:
Related manufacturer reference number: 2938836-2019-05326. New information received notes that when the patient presented in clinic, loss of capture continued to be observed on the rv lead. Intermittent loss of capture was suspected on the lv lead. Programming changes were made. The patient was stable before, during, and after the changes.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with insufficient rhythm and near syncope. The most recent merlin.net transmission revealed non-sustained rv oversensing episodes due to loss of capture. The rv lead may have been damaged during the lv lead replacement in january. The lead impedance and sensing decreased. The patient was taken to the lab for lead replacement and a venogram was performed and revealed an occlusion at the access site. Since vascular access would not be obtainable, the current crtd system remains implanted. A competitor leadless pacemaker was implanted for backup pacing. The patient was stable post procedure.